Event description:
It was reported that there was tissue stuck in the biopsy channel of the colonovideoscope . The issue was found during a diagnostic colonoscopy procedure and completed using the same device. The procedure was delayed less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is due to component failure. Olympus will continue to monitor field performance for this device.